Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the reservoirs were leaking. Blood glucose level at the time of incident was unknown. Troubleshooting did not resolve issue. Products will not be returned.